Event description:
It was reported that it was difficult to remove the catheter. The foley catheter was placed into the patient for the purpose of bladder drainage during orthopedic surgery. Seven days after placement, the user attempted to deflate the balloon for removal, however, it was difficult to remove water from the balloon. The user cut the shaft of the catheter, but the balloon still did not deflate. Next, the user infused sterile water into the balloon and inserted a guide wire into the inflation lumen to attempt to rupture the balloon; however, these attempts were not successful. Finally, using a nephroscope, the user burned the balloon sac with electrode using a urethral acusector while the patient was under spinal anesthesia. The balloon was punctured and deflated.

Manufacturer narrative:
The reported product is sold only in (B)(4). However a similar catheter is sold in the u.s., 129414, therefore the 510(k), product classification code, and labeling for the us catheter is reported. The sample was returned, and evaluated. Visual inspection of the exterior of the sample did not reveal anything that would have contributed to the reported event, and dimensional evaluation revealed catheter was in specification. Water was injected into the severed edge of the inflation lumen, and a lumen collapse was found, however the investigators were unable to determine the cause of the collapse. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).